Event description:
Ufr was received at co on 12/2/96. Medwatch report described incident occurring on 11/12/96. Surgery was performed for chronic tonsillitis and laryngeal nodules. This co2 laser was used. Black smoke came out of pt's mouth. Water was applied and the pt was extubated, all within seconds. The fire was extinguished. The pvc endotracheal tube, which was wrapped with another co's tape was found to be charred. The uf reported that the pt was burned, developed pulmonary edema and was on ventilator support. X-rays on 11/13/96, revealed a foreign body in the right main stem bronchus, which was removed via brochoscopy on that same date. The foreign body was the distal end of the endotracheal tube from the surgery. A tracheostomy was performed on 11/14/96. Pt is stable and remains hospitalized on 28% oxygen via tracheal mask and is ambulatory and eating as of 11/22/96.